Event description:
It was reported by service report that the headend of the stretcher will drift completely down. It is unk if there was pt involvement or if there are adverse consequences to report.